Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 638bl26 heart band, implanted (B)(6) 2009. A 6947 lead, implanted (B)(6) 2009. A 5076 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Any additional information received will be added to the event. No patient complications have been reported as a result of this event.